Manufacturer narrative:
The technician found that the power cord was bent, causing the wires to show. The most probable root cause for the wires being exposed is the male socket will wear when the socket is bent. If the socket is heavily bent repeated times, the insulation on the cord can become damaged causing the wires to show. The account returned the charging cable to liko. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a nurse got an electric chock from the power cord of the lift. The lift was located at the account. There was a user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).